Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen which is an off-label usage of the device. On approximately (B)(6) 2025, the patient was found by his wife face down on the floor and unconscious. The wife called paramedics and he was taken to the hospital. The paramedics took a bg reading but no value could be provided and no cgm readings. The patient couldn´t remember if he was given medication for hypoglycemia from either the ambulance or the hospital. The patient stayed overnight in the hospital and was discharged on (B)(6) 2025. At the timer of the report the patient was okay. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.